Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch.

Event description:
It was reported that during an unknown procedure the clips didn't close and/or completely over-crossed. It is unknown if the clips were left on the tissue or removed. The procedure was completed using a like device. No additional information was available. There was no patient consequence.

Manufacturer narrative:
(B)(4). Batch # m90z1l, manufacture date: 4/10/2015, expiration date: 3/10/2020. The er320 device was returned for analysis and upon inspection the jaws were found to be in a yielded and misaligned condition. In an attempt to replicate the reported incident the device was tested for functionality. During the analysis, the device was cycled and it fed and formed 5 scissored clips due to the misaligned condition of the jaws. In addition, the device locked out as intended. Possible causes for the condition found may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.